Manufacturer narrative:
A ge service representative performed an on site investigation. The video cable connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the interconnect cable intermittently fails and this could cause an intermittent loss of the live image. No pt injury was reported.